Event description:
It was reported that the patient presented to the hospital after receiving appropriate vt therapy. Upon interrogation, a significant decrease in r wave sensing was observed. X-ray revealed the lead had dislodged. The lead was later explanted for an unrelated issue. The patient's condition was fine.

Manufacturer narrative:
(B)(4).